Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the transmitter and pump. No harm requiring medical intervention was reported. Troubleshoot unknown. It was unknown whether the customer will continue the use of the device, but the device will not be returned for analysis.